Manufacturer narrative:
It has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-07497 was entered in error. Please disregard the previous submission(s).

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an un-used trach tube was found to have fault prior to placement. When the ett was connected to ventilation circuit, cuff started to leak. Extubated the patient and intubated with new (checked) ett and kept the cuff pressure gauge attached to the tube throughout operation. When cuff pressure gauge was removed the cuff started to leak and it didn't help to fill cuff manually with syringe. Patient was extubated. No visible faults were detected. No adverse patient effects were reported by the customer. Three complaints represent the same patient; (B)(4).